Manufacturer narrative:
The reported events of competitive atrial pacing and inappropriate mode switches was not confirmed. The pacemaker was returned for analysis. Electrical, mechanical, visual and longevity assessments were normal with no anomalies found.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was competitive atrial pacing which triggered inappropriate mode switches. The pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.